Event description:
A pump declared an altitude alarm was reported, with the specific blood glucose level unknown but staying within the range of 54-500 mg/dl. There was no adverse impact on the customer's blood glucose level. The customer did not need to replace the cartridge, and the insulin was resumed with the original cartridge. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged.